Manufacturer narrative:
Review of the provided data indicated that the alleged sample is a low titer sars-cov-2 sample. Samples that generate a CT at the limit of detection can generate wavering results. This would explain why the affected sample generated wavering results for the sars-cov-2 target. The influenza a results during runs #139 and #235 generated a strong sigmoidal growth curve, indicative of true amplification. Although the cause of the result discrepancy for influenza a cannot be identified, a reagent investigation was performed and a systemic product problem was not identified. The discrepancy appears to be sample specific.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from chile alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative result for all targets (influenza a, influenza b, and sars-cov-2). The same sample was repeated 5 days later on a different liat analyzer and generated a positive result for influenza a and sars-cov-2 (negative result for influenza b). The same sample was repeated for a third time on a different liat analyzer and generated a positive result for influenza a (negative result for influenza b and sars-cov-2). No harm was alleged. The results were not released. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.